Event description:
It was reported that the customer's pump screen was dark and would not turn on, causing the customer's blood glucose to exceed a high level that was not specifically quantified beyond the indication that it was "high." The customer administered a correction injection via multiple daily injection (mdi) method. Technical support instructed the customer through several troubleshooting steps, but the pump screen remained unresponsive. Consequently, technical support decided to replace the pump. The customer was informed about the need to return the faulty pump and update the settings on the replacement pump, which was to be sent with updated software. The customer understood and acknowledged all instructions given, including the return procedure and programming the new device. Customer reverted to an alternative method of insulin therapy.